Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD), the set screw was unable to be loosened to remove the pace/sense portion of the leads. Boston scientific technical services (ts) discussed that there were two set screws for each lead. It was found that the distal set screws had not been loosened. The leads were successfully removed from the device header. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.